Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes were observed during follow-up in clinic. Noise was reproducible in clinic with hand movements. Patient didn't experience any adverse event due to noise issue. Patient was stable and will continue to be monitored.